Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the screw head broke off in screwdriver leaving the femoral sizer attached to the distal femur. .

Manufacturer narrative:
The reported event was confirmed as product was returned. The product was examined and shows part of the hex head from screw lodged in end of it. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert, failure to follow these instructions could result in instrument or provisional breakage and potential adverse effects on user(s) or patient. Use only instruments and provisionals specifically designed for use with their associated devices. Misuse reduces useful life and/or increases injury risk. Repeated processing according to these instructions has minimal effect on zimmer reusable manual instruments. End of life is normally determined by wear and damage due to use. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.